Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer's pump made a "sizzling" noise whenever the touchscreen was tapped. The customer's blood glucose level was 147 mg/dl. The customer was to continue to use the pump to manage diabetes.